Event description:
It was reported that during use of the iab blood was noted in the tubing. The iab was removed without any complications.

Manufacturer narrative:
MFR control no. Ii980016. The sample has been returned to arrow. The examination revealed that the inner lumen was fractured at a point 9.2cm from the strain relief. Based upon the experience and nature of product use, there is a low potential for pt injury. Central fracture in use would immediately be observed by medical personnel as evidenced by pump alarms and blood in the gas tubing. Product labeling states, "any evidence of blood leakage within the iab warrants immediate iab removal."